Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 40 mmol/l at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. Prior to the event, the insulin pump alarmed "no delivery" numerous times. The customer uses silhouette infusion sets. Nothing further was reported.